Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 22-dec-2022, the hemostatic valve was dislodged inside of hub component. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was 22-dec-2022. The device evaluation was completed on 22-dec-2022. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detached issue occurred. It was reported that the diaphragm of the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium became dislodged and pushed into bubble chamber when the dilator was introduced. The sheath was exchanged to continue the case successfully. Additional information was received. The brim cap/hub detached from the sheath. The sheath was not used on the patient. No treatment required. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be confirmed as the brim cap was not detached. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported a ¿brim cap detachment¿ issue. -investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the biosense webster product analysis lab observed a ¿hemostatic valve separation¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 14-jan-2023, noted a correction to the 3500a initial as h4. Device manufacture date was processed as 16-nov-2022 and it should have been 09-aug-2022. Therefore, processed this field.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-nov-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detached issue occurred. It was reported that the diaphragm of the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium became dislodged and pushed into bubble chamber when the dilator was introduced. The sheath was exchanged to continue the case successfully. Additional information was received. The brim cap/hub detached from the sheath. The sheath was not used on the patient. No treatment required. The event was assessed as MDR reportable for a brim cap detached issue.